Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Event description:
It was reported, that there was a defective pcu (8015) keypad. Resulting in the device not powering on. There was no patient harm. The issue was noted, prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed, based on the field action. The root cause is has been determined, to be an electrical failure design. Device history record (DHR) reviews are not required for field action complaints, because the root cause of the issue is known. The investigation is documented within a CAPA, and a field action has been initiated. No further complaint investigation is necessary, as CAPA pr 1120033 was opened to address this issue.